Manufacturer narrative:
Follow-up #1: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 4 instances of temp - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 6 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 3 were found to be malfunctioning due to damage to the battery compartment. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 6 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temperature issue with damage to the pump. These reports were received from various sources. The patients associated with this allegation ranged from 16-49 years of age and between 50 and 60 pounds. Of the reported patients, 3 were male, 3 were female.